Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and customer was unconscious. The customer blood glucose level was 57 mg/dl at the time of incident. The ambulance was called and arrived. The customer became conscious consumed carbohydrates and blood glucose was 113 mg/dl. The customer did not went to the emergency room. The insulin pump will not be returned for analysis.